Event description:
It was reported that while screwing the boot onto the lead/extension the metal piece inside was spinning around. The hcp was holding the cap and the metal piece was still spinning. The hcp was concerned that there was a possibility of harm to the lead. He held the boot tighter and was able to prevent it from spinning. Nothing was explanted and the case finished with no issues. Patient information was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).